Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that while clipping a vessel on the stomach, the er320 clip scissored. The surgeon did not feel comfortable in continuing using the clip applier. The case was completed using another instrument. There was no consequence to the pt.